Event description:
Sorin group (B)(4) received a report that the cardioplegia pump hesitated as if it were in pulse mode. When the user restarted the pump a pump motor error message was displayed. There was no impact to the pt because the cardioplegia circuit was not connected. The circuit was changed to another pump and the case was completed without further issues.

Manufacturer narrative:
The manufacture date will be provided in a follow-up report. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) has requested that the pump be returned to them for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.